Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The download data did not show any timeouts or drive stalls during the run. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly and bottom housing did not find the soft cannula bent, kinked or damaged nor manufacturing deficiencies that could cause bleeding or bruising. The exact cause of the bleeding/bruising could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 17.5 mmol/l (315 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found bent and there was bleeding around the infusion site. As treatment, a new pod was activated.